Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that it was urgent situation to have the pump removed, and the removal was scheduled for on (B)(6) 2025, due to ¿severe reaction¿ with the pump. The patient also requested to have the pump removed as soon as possible. The patient stated that the healthcare provider (hcp) was out of the country and the nurse told the patient to call medtronic to reach out for a company representative (rep) to see if she can find a surgeon who can get the pump explanted sooner. The patient then stated that they were in the hospital saturday, due to "swelling over the pump area, my whole trunk and legs were 3x larger than normal. The patient stated that it was not water, it was tissue. The patient also stated that "my tissue was blowing up so bad that it feels like I have a corset on, and it was way too tight, and it feels like an elephant was on top of that".